Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 400 mg/dl. Customer also reported their sensor glucose was 100 mg/dl. The customer's current blood glucose was 198 mg/dl. Customer also reported receiving an unexpected re-initialization alert after insertion of their sensor. The customer also reported having adhesive issues with their sensors. The customer was advised to monitor their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis not required for expired sensors.